Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2004, and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, limb length inequality, metallosis, and metal poisoning. A review of invoice history confirmed both surgery dates and that the modular head and taper liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 7 states, ¿undesirable shortening of limb." Number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03562 / 03563).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-2014-03562 /-03563 /-05649).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2004, and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, limb length inequality, metallosis, and metal poisoning. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 right hip revision report noted the revision was due to a periprosthetic femur fracture after sledding, dislocation, and leg length inequality. The operative report further noted the presence of metallosis, oily tarry black stained tissues, cup malpositioned and insufficient posterior acetabular wall. The acetabular cup, liner and modular head were removed and replaced.